Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an issue with the temp rate setting on the pump. Reportedly, when the customer had the temp rate set to 50%, it would not change to 50% of the basal rate and blood glucose (bg) levels remained the same. When the customer would change the temp rate to 49% or 51%, the basal rate changed and the customer's bg levels would change. There was no known impact to the customer's blood glucose.